Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using prostyle devices. Reportedly, the sutures of the devices did not capture the vessel with three prostyle devices. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated d4: a partial UDI was provided as the lot number is not known. The additional prostyle devices referenced in b5 are filed under separate manufacturer report numbers.